Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable. The pump was silenced. Settings were reviewed and the patient was instructed to clamp tubing, turn off pump, remove cassette, massage out any air bubbles, tap cassette on a hard surface, reattach cassette, turn pump on, unclamp tubing and start the pump. The pump continued to alarm no disposable. Troubleshooting was repeated but pump continued to alarm. No patient injury reported.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.